Manufacturer narrative:
On (B)(6) 2017: during a follow-up, it was reported no additional occlusion alarms occurred after the supply change. The customer's bg level was 83mg/dl during follow up. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 309mg/dl and insulin via the pump was delivered to address the bg level. Tandem technical support was unable to perform a system check to determine a possible cause of the occlusion due to the current cartridge being low on insulin.